Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 21 states, "non-malignant, non-infective soft tissue masses, sometimes referred to as pseudotumors." Date of birth - month and day ni. This report is number 1 of 3 mdrs filed for the same patient (reference 3002806535-2016-00673 & 00709 / 00710).

Event description:
Patient underwent a revision approximately eight years post-implantation due to a psuedotumor caused by a reaction to metal debris.

Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient was revised due to unknown reasons. During the procedure, the femoral head could not be removed from the femoral stem, causing a 30 minute delay and removal of the stem. All components were removed and replaced.